Event description:
Caller states the pt tested 8.0 inr on the coaguchek s system and 4.0 inr on a comparison lab. Coumadin was held for 2 days based on device result, however, no adverse event reported. Requested return of suspect system and replacement was sent.